Manufacturer narrative:
H.6. Investigation summary no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta11664 is assembled and packaged at a supplier site. A device history review was performed and found no non-conformances associated with this issue during the production of the reported lot. Functional testing was performed on two retained samples of the same lot. In all instances the product functioned as intended and no issues were observed. Product is tested through manufacturing, results were reviewed for lot ta11664 with no issues identified related to the reported malfunction. Based on the available information, we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that medication flow through the bd phaseal¿ secondary set (c62) was obstructed during use. The following information was provided by the initial reporter: "c62 obstructed flow. The medication does not flow after the nurses attaches it to the christmas tree. After changing to a new secondary set, then only the flow resumes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication flow through the bd phaseal¿ secondary set (c62) was obstructed during use. The following information was provided by the initial reporter: "c62 obstructed flow. The medication does not flow after the nurses attaches it to the christmas tree. After changing to a new secondary set, then only the flow resumes."